Manufacturer narrative:
The results of the elecsys total psa (total psa) and elecsys free psa calibration are slightly lower, but within the specified ranges. The elecsys total psa (total psa) and elecsys free psa assay qc results are within the specified ranges. The investigation tested the patient sample for the elecsys total psa (total psa) and elecsys free psa assays; the customer's results were confirmed. The investigation tested the patient sample for interferents using a heterophilic blocking tube (hbt) treatment; poor recovery of total psa and normal recovery of free psa were detected. The investigation performed a striking experiment on the pretreated patient sample; a heterophilic antibody (igm) interferent against the elecsys total psa (total psa) assay was detected. The investigation determined that the heterophilic antibody (ha) igm against the elecsys total psa (total psa) assay in the patient sample caused the event. Product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
On (B)(6) 2026, the customer reported the elecsys total psa (total psa) assay and elecsys free psa assay repeat results for the reported patient sample: the repeat free psa result is 0.244 ng/ml. The repeat total psa result is 0.0412 ng/ml.

Event description:
The initial reporter received questionable elecsys total psa assay and elecsys free psa assay results from one patient sample tested on the cobas e 801 analytical unit. This medwatch is for the elecsys total psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys free psa assay. The initial free psa result is 0.243 ng/ml. The initial total psa result is 0.0368 ng/ml. The repeat results were consistent with the initial results.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample was received for investigation. The investigation is ongoing.